Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient with an unknown age underwent an unknown procedure with unknown tissue expanders. It was reported that their doctor observed that during removal of the expander on (B)(6)2018, it was broken on the posterior side.